Manufacturer narrative:
PMA/510(k) #: not exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a mira-flex microcatheter was placed in the liver of a patient with cirrhosis during a tace procedure. As the microcatheter was inserted into the target site to deliver the contrast agent, the tip of the microcatheter became detached. The physician replaced the catheter with a like device and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, as well as a dimensional verification and visual inspection of the returned device was conducted during the investigation. One used mira-flex catheter with the hub detached was returned for evaluation. Biological matter was present on the device and no additional surface damage was noted. Glue was present on the proximal hub, but it appears the tubing was separated within the hub due to the glue not holding the tubing inside. A supplier investigation was conducted on the returned product and found that none of the products failed manufacturing specifications put in place for hub separation. Additionally, a document based investigation evaluation was performed. The instructions for use (IFU) warns of exceeding maximum dynamic or static pressures, as this may result in catheter damage. The user is also instructed to inspect the device prior to use to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, it is possible that the cause could be related to user technique. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported on (B)(6) 2018 that concomitant products included mf-2.5-18-135-15, tpmg-16c-180-tc45-flx12 and terumo's rf*dg35008m. The patient's anatomy did not have significant tortuosity or calcification.